Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: white fm on the catheter tip.

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 8127945 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a speck of clear white material present on the catheter tubing near the tip. Based off the visual inspection the engineer was able to verify the reported defect. The speck was identified to be a piece of plug shavings from the assembly process. Plug shavings are a by product of the assembly process that can be introduced to the catheter tubing during a routine cleaning.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: white fm on the catheter tip.